Event description:
It was reported that at the post-operative check on the day after implant, the atrial lead exhibited lower p-wave sensing and increased threshold compared to the measurements at implant. A chest x-ray confirmed a macro-dislodgement of the lead. The lead was successfully repositioned without complication, and post-operative testing demonstrated stable lead measurements. No additional adverse patient effects were reported.